Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.